Event description:
During manufacturing service evaluation the device overheated. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.